Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient stated that in order to better help patients, the manufacturer and the facilities should work together to give classes to patients on using their external devices, and to give general therapy information, as the training was rushed and not very well done. The reason for the call was to report that since implant, they had been having a hard time finding a program that helped for their symptoms. The patient stated the initial program they were placed on after implant "worked kind of," for their symptoms, but nothing like their trial had. The patient stated the trial worked beautifully for their incontinence, but since implant they had been having it work sometimes for their symptoms; they still had to wear a huge pad and were having accidents. The patient stated they kept upping the stimulation and it had started to hurt; it felt like a "rod was poking" them so when they went to their managing health care provider (hcp) they switched to a different program. With the new program it felt like they did not have the therapy at all and their symptoms were just as bad as they had been prior to implant. The patient stated their hcp had wanted them to try each program for three to four weeks, however, with this new program, after a week of it not helping at all, they called their hcp office and the office suggested the patient switch to another program to see if another program worked better for them. The patient switched to another program the day of the report, (B)(6) 2022, per the hcp office's suggestion. However, now they were feeling the stimulation across from where their incision was. The patient stated they knew they should be feeling the stimulation in the bike-seat region, but at their current program it was not in the bike seat region. They stated it was pleasant, but in an odd location. When it was tried to clarify where the patient was feeling the stimulation, they just continued to say across from the incision and that they were feeling it where the "lead is," and not in the bike-seat region. The manufacturer help line told the patient they should only be feeling the stimulation comfortably in the bike-seat region, so the patient switched to another program on the call and confirmed they felt the stimulation comfortably in their bike seat region. The patient was going to monitor their symptoms from here and reach out to their hcp if they had any further concerns about their symptoms. They were redirected to follow up with their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified that the 'odd location' was the middle of their left bum. When asked what caused the stimulation in the wrong location and intermittent therapeutic effect, they responded that their 'doctor said that sometimes happen - for them to give it a chance.' To resolve the issue, the patient stated that they spoke with the pa on may 12th. They are to try using programs where the stimulation is not in the bicycle seat. They stated that it is unknown if the issue is resolved as they are still working with various programs to see if they will work; they are still trying it. They are also not turning the stimulation up so high to resolve the pain, incontinence, and feeling like a rod was poking them.